Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on the stomach for stapling during a laparoscopic sleeve gastrectomy, the stapler was able to fire but there was an incomplete staple line on the distal. It was stated that the lever was squeezed for one time and was not able to be squeezed again. A new reload was used to fix the staple line and complete the case. There was no patient injury.